Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was having troubles where the battery was implanted at. It was kind of zapping a little bit. Patient decreased the amplitude, and turned therapy off and on. The device still zaps with certain movement at the implant site. Sometimes it just zaps once and a while. Patient did not have any falls or accidents. The issue started probably two weeks ago. Agent suggested patient could consider decreasing stimulation or changing programs to see if resolves issue. Otherwise, patient should follow up with healthcare provider (hcp) if issue doesn't resolve.